Event description:
A lead dislodgement was reported to us after an implantation time of about 2 days. The revision took place in 2008.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was checked. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.